Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. This is 2 of 2 allegations of inaccuracies. The patient reported 2 instances in which each event has similar details but occurred on different event dates. Please see the following related complaint record (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is an approximation. On 12/18/2023, the patient experienced inaccurate cgm values. The patient reported that he experienced issues with inaccuracies that have led to 2 medical emergencies. This medical review is to document sensor two of the two events. It is not known how much time after sensor insertion the event happened, or which insertion was used. The patient gave an example that in one of the events the cgm reading was 7-0 mmol/l, but the blood glucose reading was 2.5 mmol/l, which was documented on (B)(4) no details regarding treatment or any other information were documented for any of the events and further attempts to reach the patient for more information were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.